Event description:
The reporter called and alleged discrepant results on thirty-two out of fifty comparisons when compared to a lab. The comparisons are listed in h10. The device was replaced and requested to be returned for evaluation. Please see scanned table.